Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the catheter would not be returned for analysis as it was removed in small increments and discarded. It was noted a small portion of the spinal segment remained implanted at the point of entry because the physician did not want to have to worry about a csf (cerebrospinal fluid) leak.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s catheter was replaced on (B)(6) 2020. Dose was set at 200 mcg/day, 2000 mcg/ml drug concentration.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2008 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the cause of the inability to aspirate the catheter was unknown. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 08-jul-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml gablofen at 870mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient went to the ER with increased spasticity. A dye study was attempted but the hcp was unable to aspirate the catheter so the study was stopped. The pump was aspirated of its contents and saline was placed in the pump. The plan was to leave the system in for a few months before they decide if the patient will continue with the therapy. The patient was given oral baclofen for when they need it. The issue was not resolved at the time of the report, and the patient's status was noted as "alive-no injury."